Event description:
Related to MFR report # 2183959-2011-00555. Related to MFR report # 2183959-2011-00553. On (B)(6) 2008 an "ams miniarc sling" was implanted to treat "pelvic organ prolapse." Reportedly since (B)(6) 2010 "as a result of having the product implanted in her," the patient has experienced, "significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial deformity, has undergone corrective surgery." The patient also has "painful scaring and worsening and continuing dyspareunia." The patient has had "additional hospital admission;" "mesh erosion, shrinkage, hardening, chronic pain and worsening dyspareunia," that lead to vaginal surgery. The patient also "required and will continue to require healthcare and services;" and has "chronic, debilitating pain and other such damages," including "severe and permanent injuries."

Manufacturer narrative:
The miniarc sling is intended for use in the treatment of female urinary stress incontinence resulting from urethral hypermobility and/or intrinsic sphincter deficiency (isd). Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.